Manufacturer narrative:
Monitor sn (B)(4) was returned and evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. All gels were deployed. There is no indication of a product malfunction. Manufacture dates: monitor: 8/1/2016, electrode belt: 12/3/2015. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was improper response button use. The response buttons were pressed earlier in the event, but not in the detection sequences that led to the treatment shocks. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact and vibration interference from the helicopter transport. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with (B)(6) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2017. Prior to passing, the patient received 7 inappropriate shocks on (B)(6) 2017. The patient was reportedly found unresponsive by a roommate and was taken to the hospital via helicopter by ems. At 21:13:57 on (B)(6) 2017, the patient received the first shock. The rhythm at the time of the treatment was CPR artifact. The post-shock rhythm was motion artifact with a rapid ventricular rate at 50 bpm. At 21:13:57, the patient received the second treatment shock. The rhythm at the time of the treatment was motion artifact with a rapid ventricular rate at 50 bpm and the post-shock rhythm was motion artifact with a rapid ventricular rate at 50 bpm. Motion artifact contributed to the false detections of the first two treatments. At 21:25:22, the patient received the third treatment shock. The rhythm at the time of the treatment was a ventricular rhythm at 50 bpm with motion artifact and vibration interference. The post-shock rhythm was also ventricular rhythm at 50 bpm with motion artifact and vibration interference. At 21:26:01, the patient received the fourth treatment shock. The rhythm at the time of the treatment was a ventricular rhythm at 50 bpm with motion artifact and vibration interference. The post-shock rhythm was motion artifact and vibration interference. At 21:28:31, the patient received a fifth treatment shock. The rhythm at the time of the treatment was motion artifact/ vibration interference with an underlying rhythm of bradycardia at 50 bpm. The post-shock rhythm was motion artifact and vibration interference. At 21:32:05, the patient received a sixth treatment shock. The patient's rhythm at the time of the treatment was motion artifact/ vibration interference with an underlying rhythm of bradycardia at 50 bpm. The post-shock rhythm was motion artifact. At 21:34:08, the patient received the seventh treatment shock. The patient's rhythm at the time of the treatment was motion artifact/ vibration interference with an underlying rhythm of bradycardia at 50 bpm. The post-shock rhythm was motion artifact and vibration interference. Motion artifact and vibration interference from the helicopter transport contributed to the false detection of the final five treatments. The device was shutdown at 22:48:11. From 21:34:08 to 22:48:11, the patient was seen in a sinus rhythm at 60 bpm with motion artifact. The patient was in a life-sustaining rhythm at the time of device shutdown. The patient was reportedly taken to an ICU and eventually taken to hospice care where he passed away on (B)(6) 2017. It was reported that the patient had experienced a burn from the treatment shocks. No further information is known at this time about the burns. Device evaluation of the electrode belt confirmed that all gels were deployed, and the impedence level of the shock was within the normal range.